Manufacturer narrative:
The customer¿s report that an infusion completed sooner than expected was confirmed in the device logs. The user manually ended the infusion after only nineteen hours of infusing. The reason for this could not be determined. Physical inspection did not identify any anomalies that would cause the reported event. Testing identified the pump was operating within specification. The root cause was not identified.

Event description:
The customer reported that a chemotherapy infusion programmed to infuse in 23 hours unexpectedly completed in approximately 18 hours. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that a chemotherapy infusion programmed to infuse in 23 hours unexpectedly completed in approximately 18 hours. Although requested, there were no further details or information provided and no report of harm.